Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the tissue during a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button and squeeze the handle but the device did not fire. The stapler popped indicating that the tissue was too thick. They grabbed another instrument in order to complete the case. There was no patient injury.